Event description:
The customer reported an lv5 infusor over-infused chemotherapy during patient use resulting in a headache and rapid pulse. The infusor had been attached to the patient in 2009, and was to infuse over 46 hours. During that night, the patient woke with symptoms and noted that the infusor was empty. The patient had the infusor disconnected. The following day, the patient was seen by his physician who noted an elevated blood pressure (bp) (level unknown). The patient continued to feel unwell, and experienced nausea and vomiting. The patient was admitted to hospital with acute renal failure, which resolved; the patient was discharged at bout two weeks later. The patient resumed chemotherapy at a reduced dose at 10 days later. Initially, the patient did not report the over infusion as he did not think it was important and he had a lung infection which he thought was the cause. Eventually he told his team about the infusor. It appears that the infusor delivered the 46 hr dose in approximately 12-15 hours. The dispensing record states that the bottle contained a 230 ml volume, which was confirmed by the recorded post fill weight of 298 grams.

Manufacturer narrative:
The device was discarded, and the lot number is unknown.